Event description:
The insert refused to click properly into the tibia tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices found they were not a compatible match. Therefore, the complaint is confirmed as the devices cannot mate, but found not justified. Review of device history records finds no manufacturing deviations or anomalies. The root cause is attributed to user error. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.